Event description:
Implant date: 02/23/1993. Patient complained of pain. Explant date: 07/07/1994. At time of explant, it was noted that fusion had not occurred on the left side. Patient was refused on the left side but not re-instrumented. No mention on the condition of the hardware but apparently found to be intact. At explant, there is no indication of implant malfunction.